Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During onsite visit s the field service engineer (fse) performed many system checks as well as calibration checks, checked reference camera images, inspected and cleaned main deflector and the lens. The system met specifications. But no improve was noted regarding the reported problem. So the fse replaced the lens and suggested the surgeon to increase the energy settings, then the occurrence of the reported issue reduced significantly. The root cause cannot be determined conclusively. Potential contributing factors may be thinner flap setting by the user , movement of the patient, improper docking, too much fluid on the eye. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the flap of the patient's left eye was difficult to lift from "11 to 1 point of the cornea". Surgical instruments were used to cut the edge of the side of the cornea to complete the treatment with no patient harm.